Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on august 29, 2011 he underwent a primary right total hip arthroplasty for a diagnosis of right hip arthritis. ... On (B)(6) 2014 a mars MRI report of the right hip states, "pseudocapsule mildly distended with moderate synovitis. Fluid signal anterior and lateral to proximal femur, 1.7cm x 3.6cm x 9.5cm, with connection to joint. No evidence of pelvic mass or lymphadenopathy, osteolysis of intertrochanteric region. Pseudotumor with dimensions as above." ... On (B)(6) 2014 an aspiration and arthrogram of the right hip under local anesthesia and fluoroscopy was performed utilizing an 18 gauge needle. 20ml of dark yellow fluid was aspirated around the femoral neck of the prosthesis. The material aspirated had a chromium of 6.2 and a cobalt of 480. The lab result noted, "not for diagnostic purposes ... No reference data." ... On a (B)(6) 2014 office visit it was noted, "since aspiration ... Hip has done dramatically better." The impression was "trunnionisis with soft tissue damage'' and the plan was "revision of the bearing''. ... On (B)(6) 2014 a revision of the right total hip was performed, head and poly only, for a diagnosis of painful right total hip arthroplasty "secondary to altr secondary to head/neck corrosion". ... The operative report notes, "head disimpacted ... Noted black eschar/crust on trunnion. Trunnion mechanically sound and cleaned. Removal poly with screw, cup and stem stable. Changed the head and poly." ... A surgical pathology report from the material from the (B)(6) 2014 surgery includes two portions of finn yellow, tan tissue, one 2.5cm x 1cm x 1cm and a second 3.5cm x 3cm x 1cm, labeled "necrotic tissue right hip, rule out alval". A microscopic diagnosis notes, "infarcted/devitalized soft tissue without viable tissue ... Insufficient for evaluation for alval." ... There is no examination of the explanted components, no histopathology consistent with pseudotumor, altr or alval, no symptoms inconsistent with trochanteric bursitis or post-traumatic soft tissue issue. The joint fluid cobalt and chromium levels are meaningless and the slight increased serum cobalt level could as easily be explained by the total knee components, and is certainly not diagnostic of alleged trunnionosis. The findings at the revision surgery and the indication for the revision surgery are not convincing as related to trunnionosis or any factors related to faulty component design, manufacturing or materials in this case." Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event could not be confirmed as no devices and insufficient information was provided. A review of the medical review provided stated "there is no examination of the explanted components, no histopathology consistent with pseudotumor, altr or alval, no symptoms inconsistent with trochanteric bursitis or post-traumatic soft tissue issue. The joint fluid cobalt and chromium levels are meaningless and the slight increased serum cobalt level could as easily be explained by the total knee components, and is certainly not diagnostic of alleged trunnionosis. The findings at the revision surgery and the indication for the revision surgery are not convincing as related to trunnionosis or any factors related to faulty component design, manufacturing or materials in this case." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that there was a poly swap and I & d. Leg length was 13mm short according to the surgeon. Tissue and bone were "dead" around the joint according to the surgeon. Revised using lateralizing liner and +4 sleeve. No x-rays available at this time. Update as per medical review received "on (B)(6) 2014 a mars MRI report of the right hip states, " pseudocapsule mildly distended with moderate synovitis. Fluid signal anterior and lateral to proximal femur, 1.7cm x 3.6cm x 9.5cm, with connection to joint. No evidence of pelvic mass or lymphadenopathy, osteolysis of intertrochanteric region. Pseudotumor with dimensions as above. ... On (B)(6) 2014 a revision of the right total hip was performed, head and poly, for a diagnosis of painful right total hip arthroplasty "secondary to altr secondary to head/neck corrosion." ... The operative report notes, "head disimpacted ... Noted black eschar/crust on trunnion . Trunnion mechanically sound and cleaned. Removal poly with screw, cup and stem stable. Changed the head and poly.""